Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent under-sensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.